Manufacturer narrative:
The actual device is being sequestered by the facility and has not been returned to be evaluated. From the additional information provided by the facility, it appears that the pump was placed, unknowingly, into a broken pole clamp prior to the incident. When the patient was being transferred, the pump became loose and fell onto the bed hitting the patient. Due to one of the two clips, (locking levers) being missing on the pole clamp, the pump was not properly secured on the pole. The facility did provide two photographs of the sample. One photograph depicted the clip, (locking lever) on the underside of the left side of the clamp was missing. The other photograph depicted the right underside of the clamp with the clip intact, indicating that the clamp was missing one of the two locking clips. All pole clamps at this facility have been replaced with a different pole clamp design in order to minimize potential for a user to inadvertently use a broken pole clamp. All available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the sales rep per the user facility: a single space infusomat was on the pole clamp and slid off, dropping onto the patient. The patient was cut and bleeding and required stitches. One of the white clips that holds the pump on the pole clamp was broken. On (B)(6) 2011, additional information provided by the reporter indicated the patient suffered no additional adverse sequela associated with the incident. It is unknown if the clamp broke on the pump while in use or if the pump was put onto the broken pole clamp before the incident occurred. The reporter had no further information regarding the incident. On (B)(6) 2011, spoke with the biomed department. It was reported the sample is being sequestered by the facility and will not be returned for evaluation. At this time, the facility has agreed to return a photograph of the sample. No further information was available. On (B)(6) 2011, spoke with the risk manager. She reported as of this week, she is new to her position. The former risk manager, at the time of the reported incident, is no longer with the facility. She is not familiar with the incident, however, she will investigate and get back with follow-up information. On (B)(6) 2011, after the risk manager's investigation, she reported the patient required steri strips to the wound and never required stitches as previously reported. She reported the patient was being transferred for tests and the pump was on a pole attached to the bed. When the bed went over a bump, the pump fell out of the pole clamp and on to the bed and hit the patient. She reported the clamp was broken prior to the incident, but this was not realized when loading the pump, due to the locking levers being located on the underside of the clip.